Manufacturer narrative:
Initial reporter facility name : (B)(4).

Event description:
Regal clinical study: it was reported that there was a target vessel occlusion six months post-index procedure. The patient underwent treatment with the eluvia device on (B)(6) 2018 as part of the regal clinical trial. The lesion was in the right proximal and mid superficial femoral artery (sfa) with 80mm length and 100% stenosis. Reference vessel diameters were 6mm proximally and distally. Pre-dilatation was performed using one balloon and the lesion was crossed through the true lumen. One eluvia stent was implanted (6x100mm) and three additional stents (6x58mm begraft, 6x100mm tigris and 5x100mm tigris) were implanted afterwards, due to puncture right access closure, dissection, and distal stenosis of the sfa. Post-dilatation was performed using two balloons and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2018, the patient was hospitalized to perform the planned femoropopliteal artery bypass of the right sfa due to in-stent occlusion. Thrombosis was found in the target lesion (eluvia stent and additional stents). Femoro-popliteal bypass surgery was done on (B)(6) 2018. The patient was discharged home on (B)(6) 2018.